Event description:
*Sqr ms3* spontaneous communication from (B)(6) rn from (B)(6) hospital to confirm remodulin dosing information for patient. Patient is in the emergency department with two pump malfunctions, date patient presented to emergency department unspecified. Pharmacy provided all pertinent remodulin dosing information to (B)(6). (B)(6) stated patient will most likely be switched to IV remodulin in the hospital. No details of patient's symptoms given. No additional information, details, or dates available, pump return tracking information is not available. Photographs were not provided. This is a continuous infusion set flow rate and volume delivered are not known. Position of the pumps when event occurred is unknown. Patient is actively taking remodulin. Serial number is unknown as patient did not provide at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? Unknown. If yes, was any medical intervention provided? Pt went to hospital. Is the actual product available for investigation? Unknown. Did we replace product? Yes. Did the patient have a backup product they were able to switch to? No. Was the patient able to successfully continue their therapy? No. Reported to (B)(6) by: health professional. Reference report: mw5117501.